Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, jailing of the side branch was noted. In (B)(6) 2013, the patient presented due to myocardial infarction and was referred for cardiac catheterization. The long de novo target lesion was located in the mid extending to distal left anterior descending artery (lad) with 99% stenosis and was 10mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of three promus element plus stents of size 3.00x12mm, 3.50x12mm and 3.50x20mm in non-overlapping manner, with 0% residual stenosis following post-dilation. Post placement of the 3.50x12mm stent, jailing of the diagonal branch was noted, which was treated using balloon angioplasty successfully. The patient was discharged on aspirin and clopidogrel.